Manufacturer narrative:
On february 24, 2022, misonix received a report of a non-conformance of the nexus® console (part number 100-10-0000, (B)(4)) that occurred on (B)(6) 2022, during a right liver resection. A serious injury to the patient or user was not reported, however there was a delay in treatment greater than 15 minutes. Medical intervention required to preclude serious injury was not reported. The device history record was reviewed for the nexus® console involved in the event. Inspection and test results met specifications. The subject device has not yet been returned to misonix for evaluation. Upon return a full engineering evaluation will be completed to establish possible root cause of the non-conformance. The instructions for use manual provides both visual and audible alert signals when the system is not functioning properly. The fault system can issue either a "notification" or "system reset" fault. The console monitors the internal power supplies at all times and faults in cases when they are compromised. A system reset screen is displayed together with an audible indicator. Ultrasound and irrigation are deactivated. The system check as described in the nexus® console IFU, section 8.3, provides instructions that require confirmation that the console is working as intended. Function is not confirmed if the "console alerts of a fault or does not respond as expected." The end user should refer to the troubleshooting section of the IFU for next steps. Warning: the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols.

Event description:
On february 24, 2022, misonix received a report of a non-conformance of the nexus® console (part number 100-10-0000, (B)(4)) that occurred on (B)(6) 2022, during a right liver resection. A serious injury to the patient or user was not reported, however there was a delay in treatment greater than 15 minutes.

Manufacturer narrative:
Follow up # 1. The subject generator was returned to misonix for evaluation. There was evidence of a cracked display and a scratched top and bottom cover. No abnormalities were observed regarding the console power up sequence. The console powered on normally, by pressing and holding the power button. A nexus standard handpiece was then set up with the subject console and ran with all user settings at maximum. The console was able to enable ultrasound via the wireless footswitch for approximately 30 minutes. The ultrasound ran continuously. After a half hour, the footswitch was released and the touchscreen was verified as still being operational. Inspection and testing concluded the generator conformed to specifications. No malfunctions were noted. The investigation has been concluded.

Event description:
On february 24, 2022, misonix received a report of a non-conformance of the nexus® console (part number 100-10-0000, (B)(6)) that occurred on (B)(6) 2022, during a right liver resection. A serious injury to the patient or user was not reported, however there was a delay in treatment greater than 15 minutes.